Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0nqr0, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer and manufacturer representative reported the incision was not healed since implant and they were seeing their healthcare provider (hcp) for the incision. It was indicated the hcp did not know much about the therapy and may need the representative to help. When the patient was seen post-operatively the healing looked good and months later the patient complained that the pocket incision had not healed entirely. The ins was exposed. The hcp took cultures of the opening of the wound and it was negative. The hcp tried to close less than 2mm of the pocket incision that wouldn't heal or close on its own. The patient was very happy with the efficacy. The patient had a revision of the ins and pocket and the ins was placed deeper. The ins was explanted on (B)(6) 2016 and was replaced because the battery life tested at less than 25 percent and 8 months of life expectancy. The patient used 5.5 amps to deliver stimulation. The issue was resolved and the patient was alive with no injury. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor and the patient had a history of fecal incontinence and scoliosis.